Event description:
A stryker constavac was inserted during surgery for right total knee. Nurse attempted to remove it the next day per md order and only tube came out without issue. The other side was not able to be removed. Md ordered to leave it alone and that they will look in the morning. Physician assistant (pa) noticed that the drain was shorter and an x-ray was ordered. The drain was coiled behind the knee and pt was taken to surgery for removal.